Event description:
Caller reported that insulin gauge displayed a different amount than expected, specifically displaying a current fill estimate of 105 units while the expected estimate was equal to 260 units. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller that this discrepancy could occur due to a large variance in the measured pressures used to calculate the insulin remaining. It was explained that once the actual insulin level in the cartridge matched the static number displayed by the pump, the fill estimate would begin to decrease as usual. The caller understood and acknowledged the explanation.